Manufacturer narrative:
Due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review for model mx9166 lot number 19017181 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 30jan2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 16 in non-dehp stnd bore extension set leaked. The following information was provided by the initial reporter: material no: mx9166 batch no: 19017181 it was reported that patient noticed leaking from filter and stated this happened 3 times. Event description: during infusion of daratumumab study drug pt noticed leaking coming from filter; infusion stopped; ids pharmacy called and filter replaced - site cleaned with soap and water; infusion resumed with new filter; pt stated this is 3rd incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 16 in non-dehp stnd bore extension set leaked. The following information was provided by the initial reporter: material no: mx9166, batch no: 1901718. It was reported that patient noticed leaking from filter and stated this happened 3 times. Event description: during infusion of daratumumab study drug pt noticed leaking coming from filter; infusion stopped; ids pharmacy called and filter replaced - site cleaned with soap and water; infusion resumed with new filter; pt stated this is 3rd incident.